Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 65 mm abdominal aortic aneurysm. The aortic neck was 12 mm long. Vessel tortuousity and calcification was moderate. The patient had a total occlusion of the left common iliac artery. It was reported that on the final angiogram a proximal type I endoleak was noted due to the unusual neck configuration. The physicians stated prior to the case they were concerned with the right anterior angulation. In addition the physician was concerned that the supra-renal strut would prevent a complete seal below renal arteries where there was a slight budging. There was some seal at the proximal neck and additional seal proximal to the aneurysm; however, a type I endoleak was evident on the final angio. The fem/fem was completed as planned and the procedure was completed. An endurant aui was used because the patient had pre-operative total occlusion of the left common iliac artery. It was also noted that the type I endoleak was likely to persist but the physician¿s preference was to get the patient through this operation. No further intervention scheduled and the physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: it was reported that the patient presented with a ruptured aneurysm and is having an open repair done.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).